Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 19sep2024. It was reported that balloon failure to inflate occurred. The 85% to 90% stenosed target lesion was located in the severely tortuous and severely calcified brachial artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the physician selected this device for delivery into the lesion, but the balloon failed to inflate. The pressure reached 8 atmospheres and was maintained for 10 seconds. The balloon was inflated only once, and the failure occurred during the initial attempt. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole located approximately 1mm proximal of the distal markerband.